Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-04378. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Event description:
During an unknown orthopedic procedure on (B)(6) 2013, the small battery drive had no power and would not function. It is reported a spare device was available and was used to complete the procedure with no further problems and no harm to the patient. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history record review for this lot has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.